Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. A customer reported that their abbott diabetes care (adc) device had a replace sensor error message and replacement device was issued. Due to delivery delay of the replacement, the customer was unable to test their glucose levels and it had dropped to 30 mg/dl. The customer was unable to self-treat, paramedics were called, and the customer was presented at the emergency services and received unspecified treatment from a third-party for the treatment to stabilize the glucose levels. There was no report of death or permanent impairment associated with this event.